Manufacturer narrative:
(B)(4).

Manufacturer narrative:
(B)(4).

Event description:
It was reported the patient had leakage around the implant which caused shocks. The patient had the device 'repaired.' It was noted this happened years ago but the patient was unsure of the exact date. Additional information has been requested but was not available as of the date of this report; a follow-up report will be sent if information becomes available.